Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the tubing lines of the two (2) homechoice cassettes. This occurred during prime of peritoneal dialysis (pd) therapy. To resolve this issue, a third cassette was used, and therapy was continued. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h6, h10. H10: the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.